Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Corrected data: b5 - lens being replaced during initial surgery should be corrected to lens was exchanged later on the same date on (B)(6) 2020 in a second surgery. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -13.00/1.0/109 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed and replaced for a shorter length lens during initial surgery on (B)(6) 2020 due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.